Event description:
The pt underwent repair of an infrarenal aortic aneurysm using zenith fenestrated aaa endovascular grafts. The procedure was uneventful. The proximal fenestrated main body was deployed and placement of atrium icast stents were placed in the renal arteries and sma. After that was complete, they removed the wires from renal arteries and sma. After prepping the zenith fenestrated aaa endovascular graft distal bifurcated body (zfen-d), they placed it on the lunderquist wire in right femoral artery and advanced up through abdominal aorta and deployed the graft. After confirmation of location of the aortic bifurcation and the right internal iliac artery it was deployed. It was then evident that the graft was deployed outside of the proximal main body. So an aorta uni iliac conversion was necessary which also required a femoral bypass. In order to do the aorta uni iliac conversion, the physicians chose to use a zenith aaa endovascular graft aaa ancillary component converter ((B)(4)). It was placed in the proximal main body in the lower 24 mm diameter portion. Its proximal landing was in the 24 mm diameter distal stent/s of the proximal fenestrated body. As the esc was not overlapped enough with the proximal piece, a zenith aaa endovascular graft aaa ancillary component main body extension esbe was used to extend the overlap between the two pieces (esc and fenestrated proximal main body).

Manufacturer narrative:
To form a seal in the left common iliac artery, a zenith spiral-z leg extension ((B)(4)) with a 20 mm diameter distal end was deployed linking the end of the converter to the common iliac landing zone. Finally, in the right common iliac artery and the distal limb of the bifurcated graft, a zenith iliac plug ((B)(4) was deployed). They then balloon moulded (using a coda balloon) the overlap and seal of all the components and shot a final angiogram which only visualized a small leak proximally which was unconfirmed as to whether it was a type 1 or type 2 origin. The physicians chose to end the endovascular procedure at that time and perform the femoral to femoral bypass (to return blood supply to the pt's right leg).